Manufacturer narrative:
Additional information received: it was reported there was a small amount of endoleak observed by the physician after the additional limb had been implanted. It was reported that the endoleak observed was a type iii endoleak located where the graft was connected to iliac collaterals product analysis the reported inaccurate delivery of the stent graft limb was confirmed on the films provided; however, the cause of the event could not be determined. Procedural angiograms showing deployment of the stent graft in the patient were not provided for an improved analysis of the event or for review of the reported deformed delivery system. It is unclear if the observed iliac tortuosity may have been a factor in the inaccurate delivery event. It is possible that the contrast blush observed after the intervention was a type iiia or IV endoleak, although this could not be determined on the films received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis one (1) photo of the distal section of the delivery system was received. A kink is visible on the graft cover and on the spiral tubing underneath. There was no further damage observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was attempted implanted in the patient for the endovascular treatment of a 76 mm abdominal aortic aneurysm. It was reported that during the index procedure, after the enlw1616c95ee stent was delivered, it was noted that the delivery sheath of the stent was bent in the body and could not reach the predetermined position. It was said there was no deformation noted on the delivery system prior to insertion into the patient. It is unknown if there was difficulty inserting the delivery system sheath into the patient or if the patient had tortuous anatomy. It was stated that after the stent was deployed at the non-designated position, the delivery system was successfully withdrawn. Another endurant limb was then implanted to reach the predetermined position. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.